Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to remove the cartridge and deliver a bolus, after which the issue was successfully resolved, allowing the caller to reload the cartridge and resume insulin therapy.